Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/17/2014 with the following findings: on investigation, the display was fully illuminated and clearly legible with no evidence of a dim, faded, discolored display. Unrelated to the original complaint, the keypad cover was found to be lifted and peeling below the ok button. Investigation did not confirm or duplicate the allegation of a dim/faded/discolored display screen.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging the display was dim or faded. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.